Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope has a wobble in the display. The issue was found during unknown procedure. Inspection and testing of the returned device found a gap of adhesive on the distal end, a stain entered inside the lens through the gap, and there is a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. No defect on the ultrasound image or compromised image in the ccd image can be confirmed. The device evaluation found a gap of adhesive on the distal end, a stain entered inside the lens through the gap, there is a gap between the acoustic lens and ultrasound probe with loss of water tightness, the adhesive on the a-rubber has a crack, there is angle wire wear, the bending angle in up direction does not meet the standard value, there is deterioration of the braid of the bending tube, and the tightness of the braid has become uneven. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and additional event related information. Updates to sections b5 and h6. As a result of the device history record (DHR) review, it was confirmed that the device met olympus standards at the time of shipment. A definitive root cause cannot be identified. However, based on the results of the device evaluation and the available information, the likely cause of the gap that was generated between the lens and ultrasound probe is related to handling of the device by the user. As a preventive measure, the following statements are provided in the device's instructions for use: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.

Event description:
The issue was found before an unknown therapeutic procedure. The intended procedure was completed using another similar device. There was no delay in procedure reported due to the problem reported by the user facility. The user facility confirmed no patient impact and no patient or user harm occurred associated with the user reported problem.